Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there were blue spots and whitish areas inside the sterile package. Probable root cause manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error in not properly inspecting unit prior to use. (B)(4).

Event description:
It was reported that there was foreign material inside of the sterile packaging.